Manufacturer narrative:
Because a sample was not returned and no lot number was provided, the root cause for the foreign material experienced by the customer cannot be determined. (B)(4). This report was mailed to FDA on: 04/08/2011. (B)(4).

Event description:
A nurse reported that over a period of a couple of months, 19 patients have been found to have blue fibers in their eyes postoperatively. They did not need intervention to remove the fibers and no harm was reported.